Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, the user, who has early-onset dementia and uses an ilet system with dexcom, was hospitalized after experiencing low blood glucose (bg) due to mistakenly announcing six breakfasts boluses. The user reported feeling dizzy and unwell, with a lowest recorded bg of 39 mg/dl lasting approximately four hours. The device issued low and urgent low alerts. The user's wife called an ambulance, and the user was treated with intravenous (IV) fluids and dextrose at the hospital. The user was discharged on (B)(6) 2025. No long-term health effects were reported.